Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-feb-2026, a facility representative reported via (B)(4) that an ar-1600m 3-point shoulder distraction system would not lock. When they position the traction tower and tighten it into place, it would not catch, it didn't tighten as it should've and the tension loosened. This occurred during a case with no patient affected.